Event description:
It was reported that bd nexiva¿ closed IV catheter system w/ dual port catheter tip broke off inside the patient and had to be surgically removed. The following information was provided by the initial reporter: material no.: 383536; batch no.: unknown (possibly 9056979). It was reported that the patient noted discomfort with the catheter so the nurse removed the catheter and noticed the catheter tip was missing. The catheter tip was surgically removed. Patient arrived at our emergency department, (B)(6) 2019 and an IV is started. Patient states discomfort after 6 hours of IV therapy with the catheter. Nurse determines the catheter appears dislodged and removes catheter and notes that the tip of catheter is missing. Patient was transferred to parkview after cardiovascular consult was conducted and hospital received orders to transfer patient to tertiary facility for examination. Patient was evaluated and no foreign body was discovered via CT scan - patient was discharged 6 days later. Patient arrived at physician office and states discomfort in previous IV site. Patient was sent to general surgeon for consult. Surgeon removed a partial tip of catheter on (B)(6) 2019. Materials management notified supplier and contacted bd rep on 5/2/19.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of batch number 9056979. A root cause could not be determined and the complaint could not be confirmed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system w/ dual port catheter tip broke off inside the patient and had to be surgically removed. The following information was provided by the initial reporter: material no.: 383536 batch no.: unknown (possibly 9056979). It was reported that the patient noted discomfort with the catheter, so the nurse removed the catheter and noticed the catheter tip was missing. The catheter tip was surgically removed. Verbatim: patient arrived at our emergency department, (B)(6) 2019 and an IV is started. Patient states discomfort after 6 hours of IV therapy with the catheter. Nurse determines the catheter appears dislodged and removes catheter and notes that the tip of catheter is missing. Patient was transferred to (B)(6) after cardiovascular consult was conducted and hospital received orders to transfer patient to tertiary facility for examination. Patient was evaluated and no foreign body was discovered via CT scan - patient was discharged 6 days later. Patient arrived at physician office and states discomfort in previous IV site. Patient was sent to general surgeon for consult. Surgeon removed a partial tip of catheter on (B)(6) 2019. Materials management notified supplier and contacted bd rep on 5/2/2019.

Manufacturer narrative:
PMA/510(k)#: k183399.

Event description:
It was reported that bd nexiva¿ closed IV catheter system w/ dual port catheter tip broke off inside the patient and had to be surgically removed. The following information was provided by the initial reporter: material no.: 383536 batch no.: unknown (possibly 9056979). It was reported that the patient noted discomfort with the catheter so the nurse removed the catheter and noticed the catheter tip was missing. The catheter tip was surgically removed. Verbatim: patient arrived at our emergency department, (B)(6) 2019 and an IV is started. Patient states discomfort after 6 hours of IV therapy with the catheter. Nurse determines the catheter appears dislodged and removes catheter and notes that the tip of catheter is missing. Patient was transferred to parkview after cardiovascular consult was conducted and hospital received orders to transfer patient to tertiary facility for examination. Patient was evaluated and no foreign body was discovered via CT scan - patient was discharged 6 days later. Patient arrived at physician office and states discomfort in previous IV site. Patient was sent to general surgeon for consult. Surgeon removed a partial tip of catheter on (B)(6) 19. Materials management notified supplier and contacted bd rep on (B)(6) 19.